Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis which warranted antibiotic therapy. The cause of the peritonitis is attributed to contamination due to a disconnection between the patient¿s pd catheter (not a fresenius product) and the liberty cycler set. Per the pdrn, the disconnection was caused by the patient improperly tightening the connection resulting in the separation. It is well-documented those persons undergoing pd therapy are known to be at high risk for developing peritoneal infections. Based on the information available, the liberty select cycler and the liberty cycler set can be disassociated from the event(s) as there is no evidence or indication the liberty select cycler and/or liberty cycler set caused or contributed to a serious adverse event. Additionally, there is no allegation or evidence of a machine/product malfunction or of the machine failing to perform as expected in relation to the event(s). Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient disconnected from the patient line and the bed was wet with fluid. The patient reported receiving a patient line is blocked alarm during drain 1 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient cancelled treatment and was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the peritoneal dialysis nurse (pdrn) confirmed that the fluid leak was due to a loose connection on the patient line occurred due to human error and not due to a product malfunction or deficiency. Pdrn stated that the patient has peritonitis due the contamination from the fluid leak that occurred during treatment. Pdrn stated that the patient is being treated with antibiotics, vancomycin 2 grams and a second unspecified intravenous antibiotic. Pdrn stated that the patient is recovering and continuing pd therapy. Pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). Pdrn confirmed that the cassette was discarded and not available to be returned to the manufacturer for physical.

Manufacturer narrative:
Upon further investigation, it was determined that the event reported on 2937457-2018-03629 was not a reportable event related to fmc products. There was no serious injury, adverse event, or reportable malfunction. There will be no further updates on 2937457-2018-03629.